Event description:
It was initially reported by the physician that the connection at the bottom of his handheld was loose. For the handheld to function the cable had to be held in place while the handheld was in use. The issue has been going on for about 6 months but the MFR was only recently made aware of it. The handheld, flashcard and wand were returned to the MFR for eval. Product analysis has been completed on the wand and is planed but has not been completed on the handheld and flashcard. No visual or mechanical anomaly was identified with the wand. Continuity testing of the serial data cable and the battery cable passed. The programming wand performed according to functional specifications.